Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 f device. When deploying the device, one needle presented. The physician backed down the device successfully. He then redeployed the device and again one needle presented. The cardiologist did not check for the location of the non presenting needle. The pt was taken to surgery for device removal and closure of the arteriotomy. Surgery was successful and the pt recovered without incident.